Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Reportedly, the customer was already admitted to the hospital for a non-diabetic event, so the customer was treated with carbohydrates¿to address bg. System check was performed and the pump was functioning as intended.